Manufacturer narrative:
Device evaluated by MFR.: synergy 2.75 x 28mm stent delivery system was returned for analysis. A visual examination found stent struts in the mid-section were lifted from the crimped position. The undamaged stent outer diameter was measured using a snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 11dec2020. It was reported that crossing difficulties occurred. A percutaneous coronary intervention was being performed on a tortuous and calcified lesion in the left anterior descending coronary artery. A 2.75 x 28mm synergy ii drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed stent damage.